Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the error that stating system had tube defect and unable to x-ray. After reviewed log file fse confirmed that the error is in x ray generator. The fse replaced the 24v low voltage power supply in gen cabinet. After replaced 24v low voltage power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation methode code were corrected.

Event description:
It has been reported to philips that the allura system would not x-ray. The system was in clinical use when this occurred. There was no report of harm.